Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID :39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 16-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was supposed to go home the afternoon she had the ins implanted, but she wasn't able to move anything from the waist down because the hcp hit a nerve or something. The after effects of the device where they put the wires in her spine in the upper back felt like she had "been stabbed with a knife in the back and shot with a shotgun." The patient said it was horrible and no one told her it would feel like that. The hcp said that was normal, but the patient didn't think it was normal that she had been incapacitated post implant and in horrible pain until she healed. The incision also got infected a couple of weeks post implant that resolved with antibiotics. The patient confirmed all of these issues have since been resolved. No further complications were reported.